Event description:
A customer complaint was received from (B)(6) hospital regarding a philips v60 ventilator. The customer reported that during non-invasive assisted ventilation following patient admission, an obvious air leak was observed at the connection between the device and the belt. As a precautionary measure, the ventilator was replaced. There were no reports of patient injury or adverse events associated with this issue. The investigation is ongoing.

Manufacturer narrative:
Per the good faith effort (gfe) response, it was confirmed that the reported issue involved a leaking oxygen tube. No repairs were completed by the field service engineer as the customer declined service and repair; the device was evaluated, and troubleshooting confirmed by the hospital biomed engineer that the problem was isolated to the oxygen tubing. After the hospital¿s equipment department replaced the oxygen tubes, the ventilator resumed normal operation, and no personnel were injured. No diagnostic report (drpt) or diagnostic codes were available. The replaced part was the oxygen tubing. The device successfully passed performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.